Manufacturer narrative:
On 5/31/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Concomitant medical products: mentor siltex contour profile moderate 275cc saline, catalog #3542912, lot #5865822. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.since no lot number was provided, no device history record (DHR) review could be performed.concomitant products: mentor saline implantmanufacturer¿s reference number:(B)(4)

Event description:
It was reported that a (B)(6) -year old female patient underwent breast augmentation revision with mentor saline breast prostheses. Bilateral deflation was determined. As a result, the patient underwent bilateral removal and replacement with mentor memoryshape breast implant 330cc gel breast prostheses on (B)(6) 2017. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appears intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation was precluded from further evaluating the device. No other anomalies were discovered. Complaint was not confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).